Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was taking too much time to boot up or multiple restarts to be done to get the system run. No service has been performed by philips in this case since the quotation was expired as there was no response from the customer. The customer reported the same issue again after few days where the philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, the fse found that the host pc hard disk was faulty. The fse replaced the host pc and restored the system image in the subsequent case (servicemax case (B)(4), pr ID (B)(4)). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.